Event description:
A customer contacted stryker to report that their defibrillation electrodes were unable to adhere to the patient. In this state the device may not be able to provide defibrillation therapy if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) (B)(4) of the (B)(6) parliament and of the council. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer¿s electrodes at the product assessment center (pac) and the technician was able to confirm through visual inspection that the gel of both pads appeared to be partially adhered to the clear plastic film/backing. Functional testing has been performed and several energy levels have been delivered without error messages, however the measured values of the delivered energy were lower than the selected energy levels. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their defibrillation electrodes were unable to adhere to the patient. In this state the device may not be able to provide defibrillation therapy if it were needed. This issue is patient related; however there was no adverse patient outcome reported.